Manufacturer narrative:
1/28/1998-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the seal was torn and components disengaged into pt's cavity. The surgeon retrieved the parts and completed the procedure with no pt injury.